Event description:
It was reported that via merlin.net transmission and post-paced t-wave oversensing on the ventricular channel was observed. Patient was asymptomatic. Programming changes were made to resolved the issue.